Event description:
Caller reported a cgm error 42 associated with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process, after which the pump did not display the cgm error again, allowing the caller to successfully start their sensor session.